Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow block alarm and the insulin pump buttons were less responsive. The customer reported no adverse event. The event involved product(s) mmt-242a, mmt-332a, mmt-1884. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-242a was requested and customer response was the device will be returned. Mmt-332a was requested and customer response was the device will be returned. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received regarding the patient weight change from 126 pounds to 0 pounds which was not included in the initial report. So, the correct patient weight as per new additional information is 0 pounds. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. Test p-cap and reservoir locks properly into the reservoir compartment. All buttons were tested for their functionality and all passed. No delivery alarms were not noted during testing. Successfully downloaded pump history files and traces using thump software. Pump alarmed no delivery alarms on the event date of 17-feb-2025 in the pump history files and traces. Pump was cut open to perform visual inspection and found evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. Force sensor zero offset within specifications [24.135 mv]. The following were also noted during visual inspection: broken belt clip rails, corroded battery tube, corroded battery tube spring, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage. Delivery/occlusion alarm was not confirmed during testing. Unresponsive keypad was not confirmed during testing. Moisture damage was noted found isolated to the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.